Manufacturer narrative:
All operating currents were within specification. The unit had no unexpected low battery or off no power alarms. The unit passed the off no power test, the self-test, the after battery change error test, the displacement test, the rewind, the basic occlusion, and the excessive no delivery alarm test. However, the unit was unable to prime during the prime test due to a faulty force sensor resistor. The unit was unable to complete the functional test and was unable to confirm a delivery anomaly due to a prime anomaly. The unit had a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's father called in to report that the insulin pump was not delivering insulin. The customer's blood glucose level was unknown. The caller declined to troubleshoot. The caller was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.